Event description:
It was reported that during an unknown procedure, only 1/3 of the staples came out. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): cartridge pan dislodged. The ec60 device was received for analysis with no visual non-conformances and with two cartridge reloads present. Reload a was received partially fired; reload b was received with the pan detached. The device was tested for functionality with the returned reload a and it fired as intended. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.